Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata valve sometime in (B)(6) 2014. According to the report, in (B)(6) 2015, the valve was found to have poor drainage and the physician suggested the valve be replaced. Reportedly, the patient was in the hospital. It was later reported that it is unknown if the patient has had their valve explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.